Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 38181214 and lot number 3241118. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter is damaged resulting in retraction failure and leakage. The following information was provided by the initial reporter, translated from portugues to english: often the silicone of the catheter opens at the moment of puncture, causing the safety device to fail to activate, resulting in loss of puncture and ¿leaking¿.